Event description:
It was reported that in (B)(6) 2022 oversensing was observed on the right ventricular (rv) lead via remote transmission. It was noted that in 2013 externalized conductors were discovered. The rv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.